Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the reprocessing with oer-5, red liquid like blood came out from the distal end of the subject device. The user reprocessed the subject device again and the red liquid disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and could not confirm the reported phenomenon. Omsc found that there was a foreign material adhered to the air/water cylinder of the subject device. The foreign material came from the component of the protein based on a component analysis. The exact cause of the reported phenomenon could not be conclusively determined. As a result of the investigation, omsc surmised that the protein came from the component of human, bacterial, protein-based drugs. There was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the subject device by the user.